Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy from their implantable cardioverter defibrillator due to right atrial lead undersensing. The device was reprogrammed. The patient was stable during and after the reprogramming.